Event description:
Tanning device - during normal use, it appears electrical short has caused to ignite and some material to burn in the back operating area within the unit. Fire department knocked down the fire in the equipment. No injury to user.